Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt, check te pad messages and arrhythmia alarms) was confirmed. As received, the electrode belt failed a te recognition test. Upon investigation, the trunk cable had an open along the rear pulse wire. Additionally, ECG "c" and "d" cables were pulled from strain relief. The root cause for the pulled and open wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned charger sn (B)(4) and reported adjust belt/check te pad messages and arrhythmia alarms.